Event description:
A customer had a problem with the single lumen PICC. The customer reports "PICC leaked 1/2 cm down from the butterfly stabalizing wing. PICC was placed from 4/4-4/22 and was replaced with a new PICC when the leak occurred."